Event description:
According to the reporter, preoperatively the reload indicator status was off and there was a problem loading the reload onto the adaptor. There was also an issue unloading the device and the stapler was unable to fire. The black knob located on the rod, was hard to press, not allowing the exchange of loads. There was no patient involved in this event.